Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2010. According to the complainant, the nurse inserted a sphincterotome (manufacturer unknown) into the (B)(4) duodenal scope. However, the nurse had difficulty passing the sphincterotome down the working channel of the scope, and the sphincterotome was removed from the scope. Next, biopsy forceps (manufacturer unknown) were inserted into the scope, and an obstruction was felt within the working channel. At this time, the duodenal scope was removed from the patient, and an (B)(4) diagnostic duodenal scope was used instead. A second rx locking device and biopsy cap was used to complete the procedure successfully along with the original sphincterotome. The complainant also reported that the physician had to use a 7fr biliary stent instead of the preferred 10fr biliary stent due to the smaller scope size. The facility did not have a second therapeutic scope on hand and chose to use a smaller diagnostic scope to complete the procedure. Post procedure, the biopsy forceps were used to extract the object from the working channel of the therapeutic scope. It was discovered that the object was the foam sponge from the rx locking device and biopsy cap which had detached and was lodged within the scope. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx locking device & biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, the nurse inserted a sphincterotome (manufacturer unknown) into the olympus therapeutic duodenal scope. However, the nurse had difficulty passing the sphincterotome down the working channel of the scope, and the sphincterotome was removed from the scope. Next, biopsy forceps (manufacturer unknown) were inserted into the scope, and an obstruction was felt within the working channel. At this time, the duodenal scope was removed from the patient, and an olympus diagnostic duodenal scope was used instead. A second rx locking device & biopsy cap was used to complete the procedure successfully along with the original sphincterotome. The complainant also reported that the physician had to use a 7fr biliary stent instead of the preferred 10fr biliary stent due to the smaller scope size. The facility did not have a second therapeutic scope on hand and chose to use a smaller diagnostic scope to complete the procedure. Post procedure, the biopsy forceps were used to extract the object from the working channel of the therapeutic scope. It was discovered that the object was the foam sponge from the rx locking device & biopsy cap which had detached and was lodged within the scope. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Following device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the foam disc (sponge) dislodged from the rx biopsy cap. A visual examination of the device found that the star shaped slit on the foam insert (sponge) was not perforated/ manufactured correctly; not all the slits were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/ path to penetrate. The exact measurement of the slits on the sponge could not be measured due to the condition of the returned sponge. A section of the detached sponge was not returned. It is unknown if the section of the sponge detached inside the scope or after removal from the scope or during the handling/packing of the device for return. (B)(4).

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).